Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient began experiencing pain, instability, numbness, swelling, and difficulty ambulating. Approximately 2.5 years post implantation, the patient was revised due to femoral loosening and was found to have poor bone quality.

Manufacturer narrative:
(B)(4). Concomitant products: 42512600512 - articular surface fixed bearing constrained posterior stabilized (cps) left 12 mm height use with tibia sizes c-d / ps femur sizes 6-9 - 64318272; unknown bone cement. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient began experiencing instability, numbness, swelling and pain with activities and worse when standing, loosening diagnosed, patient uses walker; revision notes: femoral component grossly loose and easily removed, tibial component not loose, patellar component well fixed, extensive synovitis noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.